Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this event and completed failure analysis investigation. Investigation was unable to replicate the customer reported event. Review of the system log found no associated error codes and the instrument passed electrical continuity testing. The instrument was installed on an in-house is3000 system and failed the self-check test due to the device's blade found to be dislodged. The blade was manually retracted and the instrument passed the self-check test. The instrument passed energy delivery testing, grip force testing and the electrode gap test. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci assisted sigmoid colectomy procedure after using the vessel sealer instrument to sealing and cutting the patient experienced bleeding, however the surgeon used a bipolar cautery instrument to stop the bleeding. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could likely cause or contribute to an adverse event. MFR report 2955842-2016-00289 was submitted to the FDA regarding the 1st vessel sealer instrument that was used during the surgical procedure.

Event description:
It was reported that during a da vinci assisted sigmoid resection procedure while using the vessel sealer instrument, at the end of the sealing cycle the site reported that they seen squirting blood observed from the patient's vessels. The site stated that the vessel sealer instrument sealed the tiny vessels however the larger vessels were not sealed. It was reported that the normal audio tones occurred confirming completion of the sealing cycle and there were no error messages generated during the sealing cycle. The site reported that this occurred while using two different vessel sealer instruments. No patient harm, adverse outcome or injury to the patient was reported. On april 1, 2016 additional information was received from the site's robotics coordinator regarding the reported event. According to the robotics coordinator, after the surgeon sealed unspecified vessels, it was noted that the sealed vessels opened and started to bleed. The surgeon used a bipolar cautery instrument to stop the bleeding. The robotics coordinator indicated that he does not know which vessels were not sealed; however, the size of the affected vessels were not > 7mm. The surgeon performed an inspection of the patient's vessels at the end of the instruments' cut cycles prior to cutting the vessels and the vessels appeared to be sealed. It is unknown how much blood the patient lost; however, the patient did not require a blood transfusion. There were no intra-operative or post-operative complications experienced by the patient.